Event description:
On august 14, 2007, the lay user/pt contacted lifescan alleging, the meter prompted the "error 4" message on the display. The medical affairs specialist sent follow-up questions to the customer service representative (csr) to clarify his/her notes. A follow-up questionnaire was also sent to the csr to ask the pt, but the csr did not contact the pt. At 10:54 am, the pt felt symptoms of pale face, perspiration, and weakness, which he described as typical of hypoglycemia for him. At 10:59 am, the pt tested his blood sugar and obtained a result of 54 mg/dl and decided to take chocolate, biscuits, and an unk sweet beverage. He felt better at about 11:10 am. At about 11:30 am, the same symptoms of pale face, perspiration, and weakness occurred again. The pt had been seeing the "error 4" message on the meter display, since the morning and saw the message again at 11:45, when he tried to test. He took a piece of sugar at 11:45 am, when she tried to test and had lunch at noon. Prior to the incident, the pt drank milked coffee and ate toasted home made bread and brioche at 7 am. He took a metformin pill at that time as well. He injected his normal 16 units of humulin at 9 am. At 11 am, he ate 6 biscuits. He said he had felt no symptoms in the afternoon or evening. He said he had been working a lot in the garden before the hypoglycemic event. The symptoms subsided between 11:55 am and noon. The pt's oral diabetes regimen consists of 1 pill of metformin at about 7:30 am, 1 pill at noon, and 1 pill at 8 pm. The pt takes 16 units of humulin insulin at 9 am and again at 9 pm regardless of the meter reading. The csr determined during the troubleshooting telephone call the pt's testing technique was correct. The test strips were in good condition and within expiration dating. The meter was exposed to a temperature that was within acceptable range for glucose testing based on the owner's manual. This complaint is being reported because the pt alleged the meter prompted an error 4 message and could not test his blood sugar. He later suffered a hypoglycemic episode.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection. Lifescan will inform FDA of the results in a supplemental report.